Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient first experienced the implant being small the week of (B)(6). The patient clarified that the implant was undetectable by the paddles. There was change in therapy. The patient was unable to find the implant so she was unable to change it. The patient said the second surgery was done to reposition the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the doctor assumed that the cause of the leads being twisted was the ins flipping. It was reported that the leads had not yet been sent back for analysis. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implant being too deep may be due to their "flabby skin" and poor skin turgor. The patient reported that they had a second surgery to reposition the implant. The patient reported that they still have no response to "high frequency changing" and stated that the device was a failure and that they had no relief from the pain. No further complications are anticipated.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient experienced a loss of stimulation. The patient's battery was flipping and the leads were twisted. The leads were replaced and the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was implanted the week prior to the report. They were notified they needed to have repositioning surgery due to the implant being too small and undetectable by the paddles. They were disappointed with the surgery. On (B)(6) 2018, they reported that the trial was a success. They were implanted in their left hip and had difficulty finding the placement of it. They were scheduled for surgery to reposition it, but later decided to not go through with that. It was noted that they had to lay on the side that the stimulator was in and ¿bare down¿ really hard and, if they laid really still, it would pick up the impulses to charge it. It was evidently placed a little too deep in their skin, but the patient didn¿t know what it was. They were continuing to have a problem with requiring very high stimulation to have any relief in pain, noting their level was at 14, 15, or 16, which used up the battery and they would have to charge every four hours. The stimulator was ineffective because it didn¿t have enough power; they stated it should have enough to last longer than four hours which was something that needed to be remedied immediately. The stimulator would run out of battery and deplete every four hours. It needed to be revised to make it last longer than four hours and make it respond better. The patient thought this was a major malfunction and was very disappointing. No symptoms or further complications were reported or anticipated.